Event description:
Pt had reverse shoulder arthroplasty in 2009, pt came to hospital for shoulder revision arthroplasty on (B)(6) 2011. Device failed at the connection of the humeral head and cup. Hospital was notified of even on (B)(6) 2012. The manufacturer of the prosthesis was biomet.